Event description:
Physician informed distributor that a pt w/an automatic implanatable cardioverter defibrillator (aicd) received inappropriate shocks. The physician performed an invasive procedure and found that both of the sutureless myocardial leads had fluid inside the lumen between the insulation and the conductor coil. The physician cut the leads distally to the abraision. The remaining portion of the leads were capped.device labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.